Event description:
It was reported that bd vacutainer® sst¿ ii advance had fibrin clots after centrifuge.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin in the sample was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Serum gel tubes need a minimum of 30 min clot time and serum non-gel need 60 min. Other factors to consider would be storage conditions, temperature, and centrifugation conditions. Also assuring proper inversion will mitigate fibrin occurrence. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance had fibrin clots after centrifuge.